Event description:
It was reported that the patient's system controller had signs of wear and tear due to use and the numbers were hard to read on the screen with a green tint making the display difficult to visualize. There were no alarms noted, but it was decided to exchange the patient's system controller. A review of the patient's log files by technical services found a driveline disconnect event on (B)(6) 2023 at 12:59 pm that was indicated to be related to the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s screen having a green tint was confirmed. The provided log file, as well as a log file extracted from the controller during testing, contained data spanning approximately 21 days (20apr2023 ¿ 11may2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed. The returned system controller (serial number (B)(6)) was observed to have liquid-like stains on its user interface upon arrival. The controller was functionally tested and its lcd screen was observed to be discolored with a green tint upon connecting the controller to power. However, the controller operated a mock loop throughout all testing with no atypical alarms. The system controller¿s housing and power cables were opened to check for signs of fluid ingress. Fluid ingress was observed throughout the controller¿s housing on its main pcb, lcd pcb and screen, and connectors. Dark green fluid was also observed within the white power cable, and dried green fluid was observed within the black power cable. Fluid ingress within the controller was determined to be the cause of the screen¿s discoloration; however, the root cause of the fluid ingress within the controller was unable to be conclusively determined through this analysis. The heartmate ii patient handbook, rev. C, instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook, rev. C, section titled ¿emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.